Manufacturer narrative:
Batch review performed on 25 july 2023: lot 2111937: 150 items manufactured and released on 18-oct-2021. Expiration date: 2026-10-06. No anomalies found related to the problem. To date, 129 items of the same lot have been sold without any similar reported event during the period of review. Clinical evalaution performed by medacta medical affairs manager: a second revision surgery was performed 8 months after a first revision aimed at resurfacing the patella, in the context of a gmk sphere. After the first revision surgery, the patient solved the previous anterior knee pain, but complained of medial knee pain. From the available x ray images, we can assess a tibial tray slightly medialized. The cause of the medial pain is difficult to determine, but the tibial tray over the edge may have impinged the medial soft tissues developing the symptomatology. The revision surgery provided the change of the tibial tray and the insert. We have no reason to suspect a defective or malfunctioning device.

Event description:
On (B)(6) 2022 the patient had a primary knee surgery. On (B)(6) 2022, the patient reported anterior knee pain. The surgeon resurfaced the natural patient's patella. Presently on (B)(6) 2023, revision surgery due to cemented tibial tray overhanging. Pain described by the patient. No infection, no loosening of the implants. The surgeon revised successfully the tibial components.